Event description:
On pt's last 2 refills, the pump was completely empty, although the programmer showed there should have been 3-4cc's left. The pt developed meningitis, and was hospitalized. The pump was explanted, and upon aspirating its contents, it was empty again, although the programmer stated there should have been 9.2cc of morphine left. The pt has not had a replacement device implanted.